Manufacturer narrative:
Patient ID now provided.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged a 2mm inaccuracy with the universal drill guide (udg). The pointer instruments were verified and navigating accurately. The udg was verified with the trocar tip inserted. This occurred after the procedure and the screws had been placed successfully with navigation, the had surgeon noted the behavior. Delay to surgery was less than 10 minutes as other instrumentation was accurate. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier not made available from the site. Software analysis finds the trocar was used to verify. The drill guide must be used for verification per IFU (B)(4) universal drill guide. This is a case of use error. Software functioning as designed.